Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the imaging window was found detached in the distal section. The distal housing of the transducer appears to be in good condition. Impedance testing shows a good unit wave form. Ilab test could not be performed due to the detachment in the lapjoint.

Event description:
Reportable based on device analysis completed on 02mar2020. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending coronary artery. An opticross imaging catheter was selected for use. During pullback, the screen became black and nothing was displayed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a detachment of the imaging window in the distal section.